Manufacturer narrative:
B3: the event occurred between (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five 5 1000ml eva ethyl vinyl acetate tpn total parenteral nutrition bags had particulate matter in the injection port black and white. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between june 08, 2020 and june 09, 2020. H10: five (5) actual devices were received for evaluation. A visual inspection along with magnification was performed with fill port caps removed which observed a single particle loosely on the wall of the fill port interior for two (2) devices only that were morphologically consistent with fill port material (abs); no particulate was found in the remaining three (3) devices. The reported condition was verified for 2 samples; however, not verified for 3 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.